Event description:
While the doctor was attempting to advance the burr over the rota-wire, the wire would not pass through junction where the clear distal tubing meets with the black nose cone. A second device was opened and performed as expected.